Event description:
Event description cpi received information that the physician was unable to secure the ventricular lead (backout the setscrew), during the implant of this implantable pulse generator (ipg). The ipg was not implanted.